Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider from a clinical study, via the manufacturer representative, reported the implantable neurostimulator (ins) migrated. It was unknown what led to the event and the ins was surgically repositioned on (B)(6) 2016. The issue was resolved. The event was assessed by the investigator as not serious, not related to the device, and not related to the procedure. Safety thought it could be related to the device. The patient's medical history noted they had fecal incontinence due to obstetrical trauma since 2013.

Event description:
Additional information received from a healthcare provider for a clinical study reported the event started on (B)(6) 2016 and the patient had discomfort at the stimulator level. The event was assessed as related to the stimulator.